Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
During surgery, when impacting the device, the surgeon felt the head on the implant was not the same size as the trial device or the size the box (containing the device) claimed it to be. A second implant of the same size and lot number was available which was the correct size and was used to complete the surgery. There was no pt injury. However, there was a reported 20 min delay in surgery.